Manufacturer narrative:
Updated the model number for the device involved in the event.(B)(4).

Event description:
Information from (B)(6) clinical database.post pipeline procedure, it was reported that the patient was extubated and experienced a left sided weakness. The patient was then re-intubated and had another angio performed showing a slow flow due to a left posterior internal carotid artery (pica) thrombus formation. Bolus of abciximab marked improvement of blood flow.the issues subsequently resolved and no other complications were reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation because it was implanted in the patient.(B)(4).